Event description:
The patient on (B)(6) 2015 underwent surgical procedure for right great toe mtp arthrodesis using synthes 5-degree dorsal plate with locking screws in the proximal phalanx and nonlocking screws in the metatarsal related to diagnosis of progressive valgus deformity of right foot with over a 45-degree hallux valgus angle. The procedure indicated the articular surfaces were adequately debrided and k-wire was used in order to penetrate the subchondral bone to increase the chances of arthrodesis. The toe was held in compression in an anatomic position with the plate dorsally and then stabilized with an intramedullary k-wire temporarily. No complications were reported. On (B)(6) 2015 the patient presented back to surgery at the hospital for planned removal of painful hardware of right foot. The patient was reported to have attempted metatarsophalangeal joint arthroesis and had a broken 1 screw. She was complaining of pain and wanted hardware removed. She underwent procedure for removal of deep hardware from right foot under general anesthesia. Reports indicated plate was identified and six screws removed. The one broken screw had to be removed using a rongeur and the broken screw drilled in reverse. Once all the screws and hardware was removed, the wound was copiously irrigated and fibrinous tissue was debrided. The medial capsular plication stitches were then carried out, trying to correct any hallux valgus of the toe using o-orthocord suture. No complications were reported. The patient was to begin immediate weightbearing on her heel using a postoperative shoe with follow up in the surgeon's office.